Manufacturer narrative:
H3: the pipeline flex pusher wire and phenom 27 catheter were returned for analysis. The pipeline flex braid was stuck inside the phenom 27 catheter lumen. The pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, and no damage was noted. No defects were found on the re-sheathing marker and re-sheathing pad. The hypotube was found stretched, with the ptfe shrink tubing still attached. The pipeline flex braid was stuck inside the phenom27 catheter lumen. The braid¿s distal end was not open due to the damaged braid, while the proximal end was open and frayed. The braid¿s middle part was fully open without damage. The pusher wire was kinked at ~25.0cm and ~48.5cm to ~52.0cm from the distal tip. No other anomalies were found. The pipeline flex braid was removed from the phenom 27 catheter lumen without difficulty. Based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report was confirmed, as the returned pipeline flex braid¿s distal end was not open and frayed. Possible causes of failure to open include severe vessel tortuosity, damaged braid, and the user deploying the braid in a vessel bend. In this event, the customer stated that the pipeline had not been placed in a vessel bend, ruling out the user deploying the braid in the vessel bend as a potential cause. Therefore, severe vessel tortuosity and damaged braid could have contributed to the failure to open issue. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment technique, advancing/re-sheathing the braid against resistance, or deploying or re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. In addition, the damages seen on the braid (fraying), hypotube (stretched), and pusher wire (kinked) indicate that high force was used. The damage likely occurred when the customer attempted to advance/retrieve the pipeline flex device through the phenom 27 catheter against resistance. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received confirmed it was the distal end of the pipeline which failed to open. The pipeline had not been placed in a vessel bend when it failed to open. The surgeon attempted various operation and retrievals/redeployment without successfully opening the pipeline. No other devices were used to try and open the pipeline and it was withdrawn. The cause of the pipeline failure to open was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline tip failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left ophthalmic artery with a max diameter of 5.3 mm and a 4.5 mm neck diameter. The access vessel was the femoral artery. The landing zone was 4.1 mm distally and 4.7 mm proximally. It was noted the patient's vessel tortuosity was severe. It was reported that the surgeon deployed the pipeline stent in the straight section of the blood vessel, but the stent tip failed to open. Repeated attempts failed, and the surgeon believed that both the stent and the phenom 27 microcatheter were damaged, so all devices were removed from the body. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU) and was not used off-label. The catheter was flushed per the IFU. No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 catheter.